Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not related to the design, manufacture, and/or sterilization of revised eleos implants.

Event description:
It was reported by (B)(6), an onkos distributor, that a 16-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged infection on (B)(6) 2024. The surgeon, doctor (B)(6), washed out the operative joint and replaced the eleos device listed above.